Manufacturer narrative:
(B)(4).

Event description:
The pt experienced stimulation in the wrong location and pain at the lead site after he fell and caught himself while going down some stairs. He still had pain relief and getting stimulation to the areas he needed coverage for. Five days later, he had a power-on-reset (por) message on his pt programmer. It was noted that the pt had prostate surgery the day before and the neurostimulator was turned off and shielded before the procedure. The company rep saw the pt after the surgery and the device was turned on with no issues seen. The por message was then seen the following morning. Additional info was requested.